Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/14/2025, the user reported that on the day prior the ilet screen had cracked and was unresponsive, with buttons sticking and failing to respond. The device was in the user¿s pocket when the damage occurred. The user was unable to announce a meal. Blood glucose (bg) rose to 241 mg/dl. Replacement ilet was arranged, and the user was reminded to revert to backup therapy. No symptoms, external assistance, or medical intervention occurred.